Event description:
Additional information was received that the device was exchanged for a uhi-3 causing a procedural delay for an unspecified amount of time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device had to be changed because it could not perform insufflation due to faulty printed circuit board. (As a result, the delay occurred in the procedure). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was an error sound present during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing a pressure-related issue and making an abnormal sound during a therapeutic procedure. According to the initial reporter, the procedure was able to be completed by using another device. There was no patient harm reported as a result of this event.